Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during an ultrasound-guided breast biopsy, after the samples were obtained the vac button was selected. The probe responded by starting to rotate. The device would not stop the rotation and the probe was removed while it was rotating. The patient presented a large hematoma. The patient was treated with compression. There were no further clinical consequences.